Event description:
It was reported that, "pt presented post operatively with groin pain. Post op films showed a lucency around the cup. The pt was followed and it was determined the cup was loose. During the revision today the cup was identified as loose. A revision tritanium shell measuring 56mm was implanted with 4 screws and deemed to be stable. The implants will not be returned as per hospital policy. The physician's office does not release pt x-rays but they do acknowledge the shell implanted in (B)(6) 2011, looked loose on radiographs."

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.